Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, it was reported that inappropriate high voltage defibrillation therapy and inappropriate anti-tachycardia pacing (atp) were delivered due to atrial fibrillation (af). Abbott technical support (ts) reviewed device session records and confirmed an episode of af that degenerated to self terminating ventricular tachycardia (vt) was inappropriately treated with high voltage defibrillation therapy. Additionally, ts confirmed an af episode was inappropriately treated with atp. The physician did not suspect a device malfunction and the patient was administered new medication to resolve the event. The patient was in stable condition.